Event description:
It was reported that the o-ring on the back of the console for the cardiosave intra-aortic balloon pump (iabp) was torn. It was later reported that the o-ring had broken off. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.

Manufacturer narrative:
The getinge stm has advised that the customer never took the iabp unit out of service and has used non-OEM parts for the repair. The stm was informed that iabp unit is still in service and has been repaired.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit and upon arrival was told by the customer's biomed that a non-getinge o-ring kit was purchased and put on the iabp unit. The stm asked to replace the non-getinge o-ring with a getinge o-ring, but the customer would not allow the stm to access the iabp unit at the time. The stm left the o-ring (p/n: not provided) with the customer and was advised that they would replace the part themselves. It is unknown if the repair has been performed by the customer, or if the iabp unit has been returned to use. A supplemental report will be submitted when additional information is provided. Not returned to manufacturer.

Event description:
It was reported that the o-ring on the back of the console for the cardiosave intra-aortic balloon pump (iabp) was torn. It was later reported that the o-ring had broken off. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.